Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges experiencing a low blood glucose incident forty minutes after taking 23 units of novolog insulin based on a reading of 240 mg/d; was not capable of self-treatment so her husband made dinner and gave her orange juice. Customer reportedly felt better after a couple of hours. Caller is alleging reading of 240 mg/dl was incorrect. Requested return of the alleged device for evaluation and replacement was provided.